Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported that following weight loss the ins came "all the way to the surface," but there was no erosion of the skin. The patient stated that the ins site is uncomfortable to the touch and while sitting. A revision had occurred on (B)(6) 2016 according to the patient. The patient stated that they have completely recovered from the revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.